Event description:
This ra lead was implanted on (B)(6) 2016 and remains implanted at this time. Additional information received on (B)(6) 2017 stating that lead was involved in an infection. The physician was dr. (B)(6) at (B)(6) health in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).